Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that incorrect evacuation of the urine: leaks when bladder is full. The 4 catheters inserted had the same issue causing pain and discomfort to patient. Clinical consequences: need to change the catheter every 10-15 days for the last month and a half.

Manufacturer narrative:
Qn#(B)(4). The device lot number was not provided; therefore , a DHR review could not be conducted. No sample was returned for investigation; therefore, no physical investigation could be conducted. Catheter leak could be due to several reasons. However, in the absence of the returned sample, further investigation could not be conducted , and the actual root cause of this phenomenon could not be determined. Therefore, this complaint could not be confirmed.

Event description:
It was reported that incorrect evacuation of the urine: leaks when bladder is full. The 4 catheters inserted had the same issue causing pain and discomfort to patient. Clinical consequences: need to change the catheter every 10-15 days for the last month and a half.